Manufacturer narrative:
Concomitant medical products: 407458 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that increasing and high thresholds were noted on the right atrial (ra) lead. Noise and undersensing were also noted. The lead was inactivated and replaced. No patient complications have been reported as a result of this event.